Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms continued to occur. The customer wears the pump in the pocket. Customer's blood glucose level was 290 mg/dl. The customer reverted to manual injections for insulin therapy.